Event description:
It was reported that non sustained oversensing episodes revealed intermittent ventricular oversensing of atrial activity on the implantable cardioverter defibrillator. The oversensing was thought to be due to the integrated bipolar design of a non abbott right ventricular lead. There were no interventions.